Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen display no longer turns on. Reportedly, the pump is still delivering basal delivery. Customer's blood glucose level was not impacted. Customer stated that they will continue to use the pump for continued insulin therapy.